Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for a transeptal puncture (tsp) for a watchman procedure. The tsp was performed with without issue, the wire popped across without the need to deliver rf ("buzz"). Trajectory was suboptimal, but the physician attempted to implant a 27mm and 31mm watchman device but did not meet pass requirements for release. The physician opted for a new tsp location. Time spent was nearly 1.5 hours trying to get a new tsp, 45 minutes were spent using the versacross connect system. Veracross was exchanged for an nrg system. During attempts to perform new tsp, an attic lead was dislodged during this process. Additionally a "buzz" was performed when the device was not on the septum, however tip location was unknown. It was noted that the implanter was "aggressively" moving the sheath around in the right atrium (ra). Ultimately a new tsp was achieved with better trajectory and a 31mm watchman device was implanted. A drop in blood pressure was observed. An effusion sweep was performed, and effusion was noted around the ventricles. Pericardiocentesis was performed and approx. 400ml of blood was removed and re-injected into the patient. Patient was stabilized and moved to ICU while still intubated. Intubation tube was removed later in the evening and patient woke up with no noted cognitive disfunction. No further patient complications were reported.